Event description:
It was reported that the patient was experiencing discomfort and difficulty charging the implantable pulse generator (ipg). No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 19349438 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 batch/lot number: 3086358 serial number: (B)(6). Model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).